Event description:
It was reported that a pump issued an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support on preventing altitude alarms and understood the guidance. The insulin delivery was able to be resumed with the original cartridge without needing replacement.